Event description:
Review of svc data detected a reportable event. Upon servicing of monitor sn (B)(4) the monitor generated a code 202 (pt parameters corrupt) and failed the pulse test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation u1003 (pld) was shorted, by a power surge to the 3.3v and 1.8v power supplies. The cause for the surge was a broken negative lead on high-voltage capacitor c22 on the defibrillator board the root cause for the broken lead on c22 could not be positively identified, but the damaged likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The last pt to use this monitor did not report any problems.